Manufacturer narrative:
Service will not be provided for the coolgard 3000 ivtm system due to end of life of the product.

Event description:
It was reported that during set up for use, the coolgard 3000 ivtm system (sn: (B)(4)) was displaying error message tcm: 04 (ce response timeout). The customer tried to power cycle the system; however, same error persisted. Surface cooling was used on the patient. No known patient consequences reported.